Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. No image was available due to a faulty charged coupled device unit (image center). The coupler base plate was also found bent causing an off-center image and there was a cut in the cable. The listed parts were replaced and the device was repaired. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported no image appeared while using the hd autoclavable camera head. No patient harm or impact to patient care was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be determined. Possible causes include user handling causing unexpected stress (and failure of the charged coupled device unit) and water entering the cut in the cable resulting in breakdown of the electronic circuit. The IFU contains the following statements in regards to handling of the device that may help prevent the reported event: -"do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." -"do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole may be created in the camera cable, and water leakage may destroy the electrical circuit inside the product." Olympus will continue to monitor the field performance of this device.